Event description:
It was reported through a protegen sling marketing survey that the patient experienced uretheral erosion and the physician had to remove the protegen sling. No further information is available. No product was returned for evaluation.